Manufacturer narrative:
Additional product codes: gff, gfa, hsz. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery for dislocation of ac (acromioclavicular) joint was conducted on (B)(6) 2016. During the surgery, the surgeon tried to predrill the most proximal hole of the placed clavicle hook plate on the injured site of the patient. However, the drill bit interfered with drill sleeve and the drill bit was stuck in the sleeve when the surgeon performed the predrilling. Then, the surgeon removed the stuck drill bit in the sleeve from power tool and tried to release the drill bit from the drill sleeve by hitting the drill sleeve using hummer. However, the attempt did not work. The surgeon thus attached the stuck drill bit in the sleeve to the power tool again then pull it while rotating the drill bit. Although the edge of the drill bit was nicked/broken generating fragments, the drill bit was successfully removed during the surgery. After that, the surgeon was able to perform the predrilling by freehand without using the drill sleeve and completed inserting cortex screw into the patient's bone. The surgery was extended for twenty (20) minutes due to the event. Concomitant device: drill guide (323.360). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a device history records review was conducted: for 310.250 / 9675133 manufacturing location: (B)(6), manufacturing date: 9th october 2015. No deviation nor any ncrs were marked in this document. An investigation summary was performed. The investigation of the complaint articles has shown that: we have received the instruments (drill guide and drill bit) for investigation, here is the statement: 310.250 - the received drill bit is damaged; the tip is completely worn down, the guiding margin (on the diameter 2.5mm) are completely worn down, and the shank has some deformation behind the flute's (it pits / grooves have incised, and it has built up material). A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in october 2015. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. By measuring (micro-metre) the damaged shank part, it has shown that material had built up. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.